Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-hbs assay on a cobas 8000 core unit. Initial result: 557 iu/ml, and it was interpreted as reactive (tested on the cobas e 801). The initial result did not match the patient's clinical diagnosis, prompting the repeat of the sample on autobio a2000. Repeat result: 2.44 iu/ml, and it was interpreted as non-reactive (reference range 0-10 iu/ml). No questionable result was reported outside the laboratory.

Manufacturer narrative:
The anti-hbs reagent lot number and expiration date were not provided. The qc was acceptable. The investigation is ongoing.